Event description:
It was reported that the foley catheter balloon inflated asymmetrically, and water stopped draining out halfway and got stuck during pretest. So, the user stopped using the foley catheter.

Manufacturer narrative:
The reported event was confirmed manufacturing related.1 sample was confirmed to exhibit the reported failure. The reported failure was considered out of specification as the reported failure was reproduced. The product was not used for patient treatment. The product caused the reported failure. : visual evaluation of the returned sample noted one opened (without original packaging), used all silicone foley catheter with inlet tubing. Visual inspection of the sample noted the catheter balloon was partially deflated upon return. Inflated the catheter balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the balloon concentricity was observed to be 100:00. This does not meet the specification "balloon symmetry shall not exceed a ratio of 70:30 when measured form the side of the shaft." A potential root cause for this failure mode could be ¿ incorrect setup. Punch depth not large enough/not controlled properly¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[warnings]: method for use do not inflate the balloon in the urethra. [The urethra may be injured] do not pull the catheter hard. [The bladder/urethra may be injured] applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged] [contraindications] method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients patients with known allergy to silver coated catheter.¿ corrections: d,g,h h11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter balloon inflated asymmetrically, and water stopped draining out halfway and got stuck during pretest. So, the user stopped using the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.